Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (angulated aortic neck). Inherent risk of procedure (endoleak, migration). Conclusions: device failure/lack of effectiveness related to pt's condition (angulated aortic neck).

Event description:
An aneurx stent system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was found to have migrated 2 cm distally with a type 1 endoleak present. The aneurysm diameter is greater than 5.5 cm. The aortic neck is 25 mm in diameter and it has a 60 degree anterior angulation. It was also reported the stent graft may have been implanted low to begin with. Two 28 mm aneurx aortic cuffs were implanted and successfully resolved the migration. No additional clinical sequelae were reported and the pt is fine.